Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed opening on the device. Additional observations: creases observed on the shell.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.